Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event of occlusion/restenosis. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. This subject was enrolled in the biomimics 3d post market observational study on (B)(6) 2017. The index procedure took place on (B)(6) 2017 and involved treatment of a denovo occlusion of the superficial femoral artery (sfa) middle third to distal third in the right leg. One biomimics stent was implanted. The event was reported to veryan as an occlusion on the (B)(6) 2020 and was described as not related to the device or procedure. The event was not reportable when it was submitted originally based on the information provided. Following updated information received by veryan on 04-aug-2020 following a query to the site, this highlighted that a target lesion revascularisation (tlr) had occurred to treat the event . The segment treated involved the sfa distal third and included drug coated balloon / drug eluting balloon and percutaneous transluminal angioplasty / standard balloon angioplasty. The event is described as resolved and the patient has recovered. The device remains implanted.